Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the silicon boot at the tip of the hemopro tissue welder's jaw became loose and a piece fell off into the patient's leg. The piece was retrieved from the original incision. No additional incision was required. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.